Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via chat and stated that his/her toothbrush head was coming apart, the whole bottom part was separating. No injury was reported.